Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-00284. It was reported that guidewire entanglement occurred. The target lesion was located in the proximal to mid left anterior descending artery. An opticross imaging catheter and mach1 guide catheter were used on patient with acute myocardial infarction. During procedure after performing intravascular ultrasound (ivus), the opticross was pulled from the mach1 guide catheter; however, it was noticed that bending was formed in the guidewire and the ivus catheter became stuck. Subsequently, the opticross imaging catheter became caught with the guidewire and it was immovable. The physician encountered resistance during withdrawal. The whole system was removed from the patient. The procedure was completed with another non bsc guide catheter. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was good.